Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close, material separation of foot, and failure to cycle were not confirmed. Entrapment is procedure related and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The plunger was not fully deployed so the needles never contacted the foot. It is possible calcification prevented the plunger from contacting the foot. Therefore, an actual needle to cuff miss did not occur. The foot was not separated as initially reported in the returned device analysis but rather was damaged from likely a surgical instrument used to remove the device. Therefore, it is unlikely there is foreign body in patient. The difficult to open the foot may have been caused by interference with the calcified vessel. The plunger was still in the device, which would make it very difficult to close the foot as significant force would be required as mechanical damage to the plunger would result. The open foot would cause a likely difficultly to remove leading to the entrapment. If the plunger would have been pulled out the foot would have likely closed, and the device would be made easier to be removed. The reported patient effect of foreign body in patient is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. Confirmation was received indicating the separation was noted upon device removal. Additional there was resistance with needle deployment. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close, material separation of foot, and failure to cycle were not confirmed. Entrapment is procedure related and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The plunger was not fully deployed so the needles never contacted the foot. Therefore, an actual needle to cuff miss did not occur. The foot was not separated as initially reported in the returned device analysis but rather was damaged from likely a surgical instrument used to remove the device. Therefore, it is unlikely there is foreign body in patient. The difficult to open the foot may have been caused by interference with the vessel. The plunger was still in the device, which would make it very difficult to close the foot as significant force would be required as mechanical damage to the plunger would result. The open foot would cause a likely difficultly to remove leading to the entrapment. If the plunger would have been pulled out the foot would have likely closed, and the device would be made easier to be removed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11: additional mfg narrative revised.

Event description:
Subsequent to the final filed report, the following information was received: calcification was not noted at the access site. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a calcified right common femoral vein using a prostyle device after an interventional cardiac ablation procedure with a small bore sheath. Reportedly, during foot deployment, there was resistance. For removal of the device, the foot was attempted to fold, but it could not fold. Surgical intervention was performed to remove the device and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.